Event description:
Doctor reported event of leak from journal article, "the effectiveness of adjustable gastric banding: a retrospective 6-year u.s. Follow-up study", surg endosc (2011) 25:397-403. This medwatch represents the 3 pts listed in table 4 of the article who were diagnosed with leaks and disconnections in the text on page 399 of the article.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report will not be returned for analysis. Based upon the implant date range of (B)(4) 2000 to (B)(4) 2008, provided by the reporter, the connector type is either a taper I or taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."